Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission. Health effect, clinical code: correcting code to e1205 (hyperglycemia).

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose and discovered a leak in the insulin pathway, with visible bubbles and brown discoloration in the reservoir or tubing, after which the caregiver performed a full supply change using 23 in, 6 mm infusion supplies and insulin delivery was resumed. Symptoms included hyperglycemia. Outcomes included the need for oral glucose guidance, device cleaning, and replacement of infusion supplies. Investigation included guided troubleshooting to inspect for wetness at the site, insulin odor, temperature changes near the tubing, and reservoir chamber abnormalities, followed by a supply change. Investigation of this case revealed an insulin leakage associated with the infusion set or reservoir system that likely impeded insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.